Event description:
It was reported by the customer's mother, that insulin pump is having issues completing the rewind process. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime unit during prime/a33 test due to faulty force sensor resistor. The insulin pump was received with intermittent buttons due to flattened act and up arrow dome switches. The insulin pump passes rewind, basic occlusion and displacement tests. No rewind anomalies were noted. The insulin pump has cracked case at display window corners and with minor scratched lcd window.